Event description:
It was reported that an attempted dye study was performed (date not reported); the physician could not aspirate from the catheter access port (cap). A volume discrepancy was noted during refill. The patient underwent a pump replacement. During replacement the surgeon removed the old pump connector from the catheter and replaced it with a sutureless connector. Good cerebrospinal fluid (csf) flow was seen and once the catheter was connected to the new pump the surgeon aspirated from the cap with ease to confirm a good connection and csf flow. The patient was kept at the same dose (2.25 mg/day) of dilaudid. No patient outcome was reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
Final pump analysis results revealed no anomaly found-normal device function. The catheter was not returned.